Event description:
A pt came from the operating room with breg pain care 3000 pump infusing chirocaine into the pt's left shoulder. The nurse noted that the pump appeared to be leaking at the base of the pump. The physician was notified that the pump was leaking. This pump was exchanged with another breg pain care 3000 pump. The second breg pain care 3000 pump was noted to be leaking from the screws at the base of the pump. The physician was notified of the continuing problem and ordered the pump to be discontinued. The pt experienced inadequate pain relief. The breg manufacturer rep was notified of the problem of leakage with this pump. The manufacturer has asked the facility to utilize another model, breg pain pump 2000l until further notice. The manufacturer claims no problems have been reported with the 2000l model. The site reporter spoke with the manufacturer who reported that all devices are pressure tested prior to shipment and the manufacturer's rep denied any other problems. The MFR's investigation reported that there may have been a manufacturing defect which is affected by pressure testing. When the pumps are pressure tested, the screws which hold the pump together become loose causing the pump to leak. The manufacturer states they have resolved the problem.